Event description:
It was reported that the device exhibited noise on both the atrial and ventricle electrograms that appeared only during atp and only for the one episode. There was an auto mode switch episode logged for the incorrect year and it was also stated that the device data was frozen in another year. The device remained implanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.